Event description:
It was reported that an embolism occurred. The target lesion was 99% stenosed, severely calcified and located in the superficial femoral artery (sfa). Pre-dilation was performed using a balloon. Atherectomy was performed. A 1.6mm jetstream cs catheter was used first, followed by a 2.4mm jetstream xc catheter. Afterwards, in the final contrast, a distal embolism was observed. Aspiration was attempted, but it was unsuccessful. The lesion was then dilated with a non-bsc balloon and blood flow was improved on the final contrast. The procedure was completed. There were no further patient complications.

Manufacturer narrative:
Initial reporter zip/post code: (B)(6).